Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that the onetouch delica lancing device does not fully penetrate. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) (year not specified) at 10:52am. The patient's testing frequency is not known, other than diabetes, it is not clear if the patient suffers from other health conditions, and the patient's diabetes is not specified. It is not known what action the patient took in response to the alleged lancing device issue and it is also not specified if the patient tested with a secondary/ back up lancing device after the alleged issue occurred. The patient denied developing any symptoms as a result of the alleged issue. According to the csr's documentation, on (B)(6) (time not specified) the patient reportedly was administered an unspecified amount of insulin by a health care professional (hcp) and the patient reportedly was hospitalized. The patient's blood glucose reportedly was tested with the hospital's meter (time unclear), however, the reading is not known. It is not clear when the patient was admitted, the reason the patient was admitted and hospitalized is not specified, and it is not clear if the alleged issue occurred after the patient was reportedly admitted to the hospital. It is not known when the patient was released from the hospital. At the time of troubleshooting, the csr noted, the patient was using the subject lancing device for the first time when the alleged issue occurred, the patient was using the correct lancets, and there was no misuse of the lfs product; however, the alleged issue remains unresolved. Patient refused to have the subject lancing device replaced. Although it is not clear if the patient was hospitalized due to the alleged issue and the patient had indicated he was using the lancing device for the first time, this complaint is being reported due to the following conclusion: the patient claimed he was administered insulin by an hcp and was reportedly hospitalized.